Event description:
Customer reported via phone call, customer was attempting to bolus and the numbers kept scrolling. Troubleshooting for keypad anomaly was performed. Customer did not recall blood glucose level at the time of the incident. Customer stated the numbers kept scrolling when customer was attempting to bolus and now none of the buttons were responding. Customer did not recall any issues which may have led to the keypad issue, however customer had mention customer had just arrived from a game. Customer was advised to discontinue use of the device and revert to back up. Customer also agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No numbers scrolling up noted during testing. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.